Manufacturer narrative:
The customer's meter was received for investigation. The device did not turn on during investigation, therefore the error log could not be read out. Meter was disassembled for further investigations. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board was contaminated. The observed contamination can temporarily lead to the reported display issue. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer.

Manufacturer narrative:
Occupation is lay user/patient. The customer¿s device was requested for investigation, but has not been returned. The investigation is ongoing.

Event description:
The initial reporter complained of a display issue with a cc-xs meter, which could cause misinterpretation of results. The customer performed a meter display test and there were display segments missing in the results field. The customer has not performed any tests since noticing a display issue and no misinterpreted results were reported.